Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water channel of the gastrointestinal videoscope had foreign material. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that the foreign material was found inside the air/water channel. There were no reports of patient involvement.